Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 15-unit bolus on its own without user interaction. The customer's blood glucose (bg) level was 66-71 mg/dl. Carbohydrates were consumed to prevent bg level from continuing to decrease.